Event description:
It was reported that this insertable cardiac monitor (icm) device stored false pause events. Boston scientific technical services (ts) reviewed and found false pause events occurred during the implant procedure. Ts advised there is noise observed during the false events. The procedure was completed. Additional information provided this icm device was subsequently explanted due to a pocket infection. Another icm device has been implanted. The icm is not expected to be returned. No additional adverse patient effects were reported.